Manufacturer narrative:
Manufacturer's investigation conclusion: the reported water leak in the gogear shower bag, could not be confirmed as the bag was not returned and no photos depicting the leak were submitted. No product is available for investigation. The heartmate 3 patient handbook provides instructions for showering and the use of the shower bag and states that the bag should be allowed to drip dry completely before being used again. The handbook also states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. The gogear shower bag lot number was not provided. The hm3 IFU and hm3 patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient got their battery wet while taking a shower on (B)(6) 2021. A low voltage advisory and a power cable disconnect were recorded. Log file analysis captured abnormal battery relative state of charge (rsoc) readings causing low power hazard and power cable disconnect alarms on (B)(6) 2021. These alarms occurred while the patient was on battery power and may have been the result of water ingress to the batteries/clips. The log file did appear to indicate the alarms resolved following a brief power swap back to the mobile power unit and back to battery power. Additional information received reported that the cause of the low voltage and power cable disconnect alarms was not identified. The patient confirmed that the inside of the shower bag was wet. Related manufacturer report numbers: 2916596-2021-03710, 2916596-2021-03712.